Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, filed contact or distributor.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation occurred requiring medical intervention. Device issue: none. It was reported that the guiding catheter entered deeply into the coronary artery so deeply that advancement of a hydrophilic guide was employed to avoid it. This guide deeply progressed and pushed the guide wire which provoked a type ii coronary artery perforation. One xience stent (2.5x15mm) was placed during the procedure; however, there was no reported malfunction related to the xience stent. The guide wire was positioned at the posterolateral of the rca, a competitor's balloon was positioned and it was very difficult to withdraw; therefore, the guide wire was slightly pushed and this caused the event. The perforation was closed with a coil device. No additional event or pt info is available.